Event description:
The wrong time was entered into the master clock for the network. When this was done, all the devices on the network were updated with the incorrect date and time. This caused alarms to not save properly and alarms which were printed out to be printed out with the wrong date/time. Feel free to contact me about this. This was a complex problem.